Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has condensation inside the screen and the act, esc and up buttons stick. It was also stated that the customer has to frequently change the battery on the insulin pump and has to rewind several times. Nothing further reported.